Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the internal carotid artery. An 8.0-29 carotid wall stent was selected for internal carotid artery stenting. During the procedure, the stent was positioned at the lesion site. However, when attempting to release the stent, the resistance of the stent tip was very large. When the stent was released to half of the whole stent, the stent could not be released continuously due to fracture at the proximal connection point of the delivery system. The stent was recovered through the stump of the delivery system and the stent was completely withdrawn out of the body. Though the stent could open outside body, the stent could not be opened through when the damaged delivery system was reinstalled to the lesion part. The physician retracted the stent, and the procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and the stainless-steel shaft was noted to be damaged. The device was returned with the stent fully mounted in the correct location on the device. This concludes the product analysis.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the internal carotid artery. An 8.0-29 carotid wallstent was selected for internal carotid artery stenting. During the procedure, the stent was positioned at the lesion site. However, when attempting to release the stent, the resistance of the stent tip was very large. When the stent was released to half of the whole stent, the stent could not be released continuously due to fracture at the proximal connection point of the delivery system. The stent was recovered through the stump of the delivery system and the stent was completely withdrawn out of the body. Though the stent could open outside body, the stent could not be opened through when the damaged delivery system was reinstalled to the lesion part. The physician retracted the stent, and the procedure was completed with another of the same device. The patient condition following the procedure was stable.